Event description:
A report was received that the patient was having difficulty charging the ipg. The patient indicated that she had to apply extreme pressure to be able to couple to the ipg, and did not use a spacer which would then trigger the thermistor causing the charger to turn off. The patient also iced the area and used patches and that was also ineffective. An x-ray was taken which confirmed that the ipg was flipped in the ipg pocket causing the charging problem due to subcutaneous depth. The patient underwent a revision procedure in which the ipg was flipped back. The charging difficulty has been resolved.